Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code 16 and fault ID 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and instructed on how to put the pump into storage mode before returning it to tandem. The customer understood the instructions and agreed to return the problematic pump using the provided pre-paid label within ten days.